Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not a factor. It was reported that the physician tried to use a reliant balloon during a case that involved another manufacturer's stent graft. The physician thought the balloon had a hole in it. This was noted while the balloon was being prepped and it was never inserted into the patient. Another reliant balloon was successfully used to complete the case without complication. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (balloon rupture); unknown cause of event.